Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died. It was reported by a health care professional (hcp) that emergency medical technicians used external defibrillation and damaged the device, as no information could be obtained from it. Additional information was obtained from the boston scientific field representative who reported that the physician does not believe the device system caused or contributed to the patient's death. The field representative did confirm that the physicians attempted to interrogate the device, but the interrogation was not successful. Reportedly, the device will not be returned for analysis as the patient's family did not want it explanted. Boston scientific technical services (ts) reviewed the patient's most recent remote monitoring download which occurred the week before the patient died. Device system measurements were within normal limits and noted to be stable over the last year. Stored episodes over prior two months showed three nonsustained ventricular tachycardia detections, as well as, an episode treated with quick convert anti-tachycardia pacing (atp) which converted the rhythm. The device appears to have functioned as programmed.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.